Event description:
It was reported that the patient's whole pacemaker system was explanted and replaced due to lead dislodgement. It was unclear if there was a specific issue noted on the device. The patient condition was unknown.

Manufacturer narrative:
Device was returned for evaluation with insufficient device problem information. Visual and longevity analysis found that there were no anomalies. Analysis of the device image found that the device wa swithin the normal parameters for operation. No anomalies were found.